Manufacturer narrative:
Analysis of the lead, lot # v792971, determined that the lead was broken. It was noted that the # 0 - # 2 conductors were broken 6.8 cm from the distal end and the # 3 conductor was broken near the electrode weld site 6.7 cm from the distal end. It was further noted that the insulation at the butt joint on the proximal side of the #3 electrode was separated.

Event description:
It was reported that the lead was fractured. It was noted that impedances greater than 10,000 ohms were found on the lead. The patient experienced a loss of therapeutic effect and the lead was explanted and replaced with a new lead. It was noted that an x-ray determined the fracture and reprogramming was performed. It was noted that the patient had a loss of stimulation with the lead that was used for his peripheral nerve stimulation. Additional information received reported that the cause of the event was unknown. It was noted that the patient was receiving effective therapy after the replacement.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v792971, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3887-56, lot# v814285, implanted: (B)(6) 2012, product type: lead; product ID 3887-56, lot# v814285, implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3888-45, lot# v941572, implanted: (B)(6) 2012, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.